Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received an scs sys on (B)(6) 2005. It was reported that the pt can feel stimulation but it is very weak. The transmitter read sys error of "oco3." A replacement transmitter was sent. But, they were not able to communicate or program with the new transmitter. The doctor is planning to replace the old rf sys with a rechargeable ipg. No further info is available at this time.